Manufacturer narrative:
E1: initials reporter phone number - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the pulmonary vein within a previously implanted stent. A 7.0 mm x 30 mm ranger drug-coated balloon catheter was advanced over a 0.018-inch guidewire. During inflation, contrast media leakage was observed at 5 atmospheres. The device was withdrawn from the patient, and a rupture was visually identified at the distal tip of the balloon. The procedure was completed with another ranger drug-coated balloon catheter. No patient complications were reported, and the patient remained in good condition following the procedure.